Manufacturer narrative:
Analysis of the catheter revealed catheter body damage occurred to catheter body and or guidewire during implant procedure the return consisted of both portions of the ascenda along with its guidewire. No anomalies were noted with either of the catheter segments. The guidewire however was bent in several places including 4.5, 27.5, 33, 47.5, 52, 64.5, 74, 78.5 and 82 centimeters as measured from the distal tip. Also of note was damage to the windings of the guidewire in the area 78 to 79 cm from its distal tip. While it is possible that damage to the guidewire could have occurred after explant, the damage seen is very similar to damage seen on other guidewires that were damaged during an implant procedure. The event information indicates there was some difficulty that occurred during the implant procedure. The guidewire possibly was bent after coming in contact with a solid part of the patient¿s anatomy as it was being inserted into the intrathecal space.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Concomitant products: product ID 8780, serial# (B)(4), product type catheter. (B)(4).

Event description:
It was reported that the catheter appeared to be occluded when first inserted. The healthcare provider (hcp) could not draw csf from the spinal section of the catheter. The hcp believed it was due to the granulated subarachnoid tissue clogging the end and did not believe it was a catheter problem. The catheter was explanted. It was later reported that the hcp placed a second catheter without difficulty and the patient was noted to be doing well. The device system was used to deliver baclofen.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.